Event description:
The product was pulled out of box and the packaging was ripped open in order to use the product. As the nurse was going to take the product to the patient he/she looked at the inner packaging and it had a red stamp that said "retain sample not for human use."